Event description:
The patient presented with cardiac arrest and code freeze was initiated. The cooling process was started. It was noted that the tubing that connects the machine to the catheter was not functioning properly due to a leak in the tubing. The tubing was exchanged without any problems.